Event description:
It was reported a month later that they adjusted her stimulator and it helped her issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v138325, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that patient was in the hospital for issue unrelated to device /therapy and had a lot of testing preformed as follows; urinalysis, cat scan of the brain, EKG, chest x-ray. The patient did not turn stimulation off prior to any of these tests. It was also noted that patient had a fall in the beginning of the month of (B)(6) 2015 and stated that the symptom returned at the middle of the month of (B)(6). The patient has been having accidents which are new to her and also the urine was very smelly. The patient was able to use the programmer and verify stimulation was currently on at program 3 on 4.7 but did not feel stimulation while stimulation was verified to be on. The patient increased stimulation to 5.4 stating stimulation was at a comfortable sitting and standing. The patient was aware of how to decrease stimulation if stimulation becomes uncomfortable. The patient will be contacting managing physician for direction on how long to leave at current setting. It was noted that the health care provider was aware of the hospitalization and the fall. It was also noted that on the day of this call patient programmer was not working and needed to be changed batteries; they got new batteries and placed it but still did not work. The patient removed the batteries, gently tugged on the spring and put the batteries back into the programmer with the flat side along the spring, programmer did power on which confirmed her setting. No further information was reported. Further follow up is being conducted to obtain additional information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.